Event description:
It was reported that the user announced a meal on the ilet but did not see the announcement reflected on the device display and subsequently experienced elevated blood glucose, with the blood glucose questionnaire indicating a high reading of 248 mg/dl; no site moisture or leakage was observed, and the user was advised to either change supplies or monitor for one hour, choosing to monitor. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview, review of blood glucose information, and troubleshooting guidance. Investigation of this case revealed cause unclear for hyperglycemia with no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.